Manufacturer narrative:
This report is submitted on june 29, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2017.